Event description:
It was reported that bd precisionglide¿ needle arrived with 2 packages opened and bar code cut off.

Manufacturer narrative:
Investigation summary: it was performed the DHR, there wasn¿t quality notification and only one maintenance record was found related with this failure and batch. The pictures of product were sent by the customer, with that was possible performing an investigation, confirming the failure and determine the probable root cause. We inform that there are controls to avoid this kind of failure, visual inspection each 02 hours with sample size of 40 pieces during the packing process. Moreover the vision system check 100% of batch if it has needle in the packaged, and the inspectors do the inspection by visual in sample of batch during the manufacture process. This failure will be monitored for evaluation of its tendency by one a3 quality tool raise for study of case and avoiding reoccurrences. The defect package damaged defective other, according to pictures sent by the customer, occurred due to one packing machine failure as described in maintenance # (B)(4). Forming failure did the misalignment of packaged needles which could not be detected by operator and vision system. The process variation was corrected by maintenance and saved in sap records.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide needle arrived with 2 packages opened and bar code cut off.